Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable and the patient lost therapy. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. Actions have been taken to prevent reoccurrence.